Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was on a public bus in (B)(6) when the driver made very sharp turn and user was thrown over the right side of the unit into other passengers and onto the floor. User was riding in a unit on the bus not rated for occupied transit.

Event description:
Consumer alleges he was on a public bus in (B)(6) when the driver made very sharp turn and user was thrown over the right side of the unit into other passengers and onto the floor. User was riding in a unit on the bus not rated for occupied transit.

Manufacturer narrative:
Not a pride issue. Consumer was not injured because of unit. Changed gender.